Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited far-p oversensing which led to inappropriate therapy. The ICD was explanted and replaced. The patient was discharged.